Event description:
It was reported customer experienced elevated blood glucose levels (approximately 600 mg/dl), and was hospitalized on (B)(6) 2015. Customer was treated with intravenous insulin and expected to be released from the hospital on (B)(6) 2015. Pump passed delivery system check.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.